Event description:
Received info regarding a multiple cartridge alarms (cartridge alarm 19) with multiple cartridge during the load process. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.